Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 508 mg/dl. The customer was found sleeping at the floor of the bedroom. The customer experienced symptoms such as nausea and vomiting. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The caller reports moisture damage to the insulin pump. A replacement insulin pump was sent due to fluid under display and for patient safety. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed the displacement accuracy test. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.